Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's purple teratracker, in their udg tray, has a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: contrary to previous report, replacement screws for the purple teratracker were shipped to the site on 05/04/2016 for issue resolution. Correction: no parts have been received by the manufacturer for analysis, unable to confirm the reported event at this time.